Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be anticoagulation management because the partial thromboplastin time (ptt) values were higher than therapeutic values and heparin was stopped and extra suture was place to achieve hemostasis.

Event description:
The user facility reported that a patient was on impella 5.5 support and during support, the patient had oozing at the access site after partial thromboplastin time (ptt) (101.3) and anti xa assay (0.51) supratherapeutic. A stitch was placed at the jp drain site after trauma during bed bath. Improvement was noticed and heparin was withheld for ptt to come down. Support was continued and the patient's outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.